Manufacturer narrative:
In the previous report section h10 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d8, d9, h2 and h3 was incorrectly captured, it has been corrected in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to the b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chest pains, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt contamination throughout device enclosure, and airpath inconsistent with degraded sound abatement foam was observed which suggesting a source external to the device. The manufacturer also obssrved foreign teal plastic found in blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of dust / dirt contamination in the device was observed by the manufacturer, which are consistent with being from an external source. Section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058